Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 678914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage, abdominal adhesions and laparoscopy. Concurrent conditions included lower abdominal pressure sensation of, menses irregular, urinary frequency, vaginal discharge, uterine tenderness, ovarian cyst, biopsy, cervical intraepithelial neoplasia, abdominal pain lower, menometrorrhagia, fatigue, nausea, vaginitis bacterial, cervix inflammation, squamous cell metaplasia, gastroenteritis and cervical intraepithelial neoplasia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction and dyspareunia outcome was unknown. The reporter considered dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were five trailing coils on left side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: chronic pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, vaginal bleeding, dyspareunia. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received. Reporter's information and lab data was updated. Events added: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dyspareunia(painful sexual intercourse). Concomitant conditions and historical conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 678914-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage, abdominal adhesions and laparoscopy. Concurrent conditions included lower abdominal pressure sensation of, menses irregular, urinary frequency, vaginal discharge, uterine tenderness, ovarian cyst, cone biopsy of cervix, cervical intraepithelial neoplasia, abdominal pain lower, menometrorrhagia, fatigue, nausea, vaginitis bacterial, cervix inflammation, squamous cell metaplasia, gastroenteritis and cervical intraepithelial neoplasia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction and dyspareunia outcome was unknown. The reporter considered dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were five trailing coils on left side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2015: chronic pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, vaginal bleeding, dyspareunia most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.